Manufacturer narrative:
(B)(4). The customer returned a spring wire guide from a cvc kit for analysis. The introducer needle was not returned. Signs-of-use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire was severely unraveled from the proximal end. One long continuous bend was also observed on the guide wire. Microscopic examination revealed that the proximal weld had separated from both the core wire and coil wire. The separated weld was not returned for analysis. The distal weld appeared to be intact. The guide wire length from the distal weld to the point of separation on the core wire measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The distal end of the guide wire was inserted through a lab inventory introducer needle (inserted up until the unraveling). Little to no resistance was observed. A manual tug test confirmed that the distal weld was secure and intact to the guide wire assembly. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The reported that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. Additionally, the proximal weld had completely separated from the guide wire assembly. The guide wire met all relevant dimensional requirements, and a device history record review was performed based on sales history with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. However, since the introducer needle was not returned, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the guidewire unraveled during insertion. It was reported the user may have "nicked it on the needle". No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the guidewire unraveled during insertion. It was reported the user may have "nicked it on the needle". No patient injury or complication reported. The patient's condition is reported as fine.